Manufacturer narrative:
Unable to prime during prime/delivery test and motor error alarm during the basic occlusion test due to faulty back pressure sensor (gold). Motor passed motor test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case at the reservoir tube window corner, missing end cap sticker and broken battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during bolus. The customer stated that he performed a set change, then attempted to bolus again and received another motor error alarm. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 294 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.